Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# h828995508 implanted: (B)(6) 2012 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 18-jun-2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient said their pump was flipping which was causing catheter issues. There was also a granuloma at the tip of the catheter confirmed by a MRI. Therapy hasn't been as good for a few months. There are no known factors that caused this issue. Patient underwent surgery where the healthcare provider (hcp) opened the pump pocket, cut the catheter, tied off the spinal segment, implanted a new catheter and tacked down pump appropriately in pocket. The issue has been resolved.